Event description:
It was reported that, while using the feature to demonstrate tones during a programming session, no tones were heard from the implantable cardioverter defibrillator (ICD) device even though the screen stated demonstration initiated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted (B)(6) 2010. (B)(4).